Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
After the user stopped depressing the activation switch, the nosecone continued to deliver power. There was no pt injury. Add'l info was requested and on (B)(6) 2014, the following was received from the distributor. No info on pt age and gender. Type of surgery was a laparoscopic liver resection. The problem occurred 30 minutes after start of use. The user did not remember the details of how the nosecone was being used (e.g. If the nosecone was being used 10 seconds on, 15 seconds off). A replacement nosecone available to be used. There was no surgery delay.